Event description:
It was reported that, "the pt underwent hip replacement surgery in 2006." It was further reported that, "after implantation, the pt heard an audible sound emanating from his hip. As a result, pt experienced pain and discomfort in his hip." It was further reported that, "the pt underwent revision surgery in 2007."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.